Manufacturer narrative:
Product has been received by zimmer biomet. "Based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse, by impactor strike plate has dents or damage from off center excessive impaction strikes, which likely caused this instrument to fail, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure." Review of device history records found this unit was released to distribution with no deviations or anomalies. Review of complaint history found no additional issues reported for this part. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a reverse nano shoulder procedure on (B)(6) 2015, the handle fractured from the impactor during impaction. A back-up instrument was used to complete the procedure without delay.